Event description:
It was reported that there was a pericardial effusion. A left atrial appendage (laa) closure procedure was being performed. A watchman trusteer access system (was) and a watchman flx pro laa closure device & delivery system (wds) were selected to be used. The physician gained access to the patient and then inserted the versacross connect along with the was. The physician made several attempts at performing the transseptal puncture but was not successful. Intracardiac echocardiography (ice) imaging showed that there was a pericardial effusion in the right ventricle. The procedure was ended, and the patient was monitored. Four (4) hours post procedure transthoracic echocardiogram imaging showed that the pericardial effusion had resolved. The patient remained in the hospital overnight for observation and was discharged home the next day fully recovered from this event.